Event description:
Ventricular noise oversensing was reported. Investigations are requiered.

Manufacturer narrative:
(B)(4).

Event description:
Ventricular noise oversensing was reported. Investigations are required.